Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 30, 2014 to january 31, 2014. Evaluation summary: visual inspection noted that the tubing and distal luer were not returned with the rest of the device; therefore, a functional flow rate test was unable to be performed and the reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. This occurred during infusion of 3500 mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.